Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. Investigation of the actual sample was conducted. Visual and magnifying inspections of the actual sample revealed: (I) no anomaly such as a kink was found over the entire length; (ii) the coil had been jumbled at approximately 115 mm from the distal end; (iii) ptfe coating had been peeled off at approximately 1280 mm - 1300 mm from the distal end; (IV) no anomaly was found in other sections. Confirmation of dimensions for the outer diameter of both the platinum coil section and the stainless-steel coil section. They met the factory's specifications. No anomaly was found. Record review was conducted. The manufacturing record and the shipping inspection record of the product with the involved product code/lot # no anomaly was found. Past complaint file of the product with the involved product code/lot # no other similar report was found. Simulation test jumbling of coil and peeling of ptfe coating were conducted. Jumbling of coil test method, the stainless-steel coil section of runthrough ns was trapped, and torque force was applied clockwise. Test result, the stainless-steel coil section was jumbled. Peeling of ptfe coating test method, abrasion force was applied while the runthrough ns was in contact with the metal inserter. Test result, the ptfe coating was peeled off. The product structure. The coil and the niti-core wire of runthrough ns are fixed at three sections. The coil and the niti-core wire other than the fixed sections are free. The winding direction of coil is clockwise. If clockwise torque force is applied while the coil is trapped, the coil may be jumbled. Cause of occurrence/conclusion based on the investigation result, it was found that the stainless-steel coil section of actual sample was trapped by some factor (e.g., lesion), torque force was applied to the involved section, and the coil was jumbled. It was likely that since the outer diameter of involved section became large, it got stuck with the balloon catheter used in combination. Regarding the cause of peeling of ptfe coating, it was inferred that the ptfe coating peeled off when abrasion force was applied while in contact with some hard object (e.g., metal inserter). However, since the details of procedure were unknown, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Terumo medical products (tmp) (importer) registration no.(B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during an angioplasty procedure a synergy stent (4 mm x 20 mm) got stuck on the runthrough wire at duo core joint inside coronary arteries. Therefore, the whole assembly (runthrogh wire & synergy stent) had to be pulled out. The runthrough wire with the stuck synergy stent was taken out. The procedure was completed after exchanging the runthrough wire with another runthrough wire. The synergy stent was deployed after exchanging the defective runthrough wire with another wire. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. The patient final impact was not harmed.